Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that a 12f delivery system was used. Please note that per the instructions for use, the recommended size delivery system for use with a 28 mm amplatzer septal occluder is an 10f. Three images from field appeared to show deformed distal disc of an occluder device that was covered in blood. The distal disc was deformed in cobra confirmation. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio delivery system. During implant, while deploying the occluder, it deformed into a cobra shape. The device was re-sheathed and re-deployed 3 times, but the deformation persisted. There were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The deformed device was never released from the delivery cable while inside the patient. The device was exchanged for a new 22mm amplatzer septal occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.